Manufacturer narrative:
(B) (4) -wound dehiscence - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code pdp880g, batch bak066, mfg date: 01/01/2009, exp date: 01/31/2011. Product code xwpdp1936t, batch bk6464, mfg date: 09/01/2009, exp date: 07/31/2011. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent an atypical resection of the liver segment lvb, insertion of jejunal catheter and cholecystectomy on (B) (6) /2009. The suture was used to close the fascia. Post-operatively the pt had a fascial dehiscence at the upper area of the median laparotomy on an unspecified time between (B) (6) 2009 and (B) (6) 2009. The pt underwent surgical repair at another facility.